Event description:
It was reported that the subjected device had not powered. The event occurred during set up before the patient entered into room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Updated fields: d8, e4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.